Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details via system logs cannot be performed at this time because there is insufficient event or log information. The instrument sequence number was not provided. An image was submitted for review and reviewed by a regulatory post market surveillance (rpms) analyst. A review of the provided image is consistent with the alleged complaint of the tip of the harmonic ace instrument broke inside the patient and was retrieved during the same procedure. The customer provided picture shows the blade broken off the instrument. The retrieved blade appears next to the instrument insert and matches the material missing. The picture of the housing does not show the instrument lot/sequence #. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient was reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted hepatic lobectomy surgical procedure, a harmonic ace instrument was used. After 30 minutes of use, the instrument tip broke inside the patient. The fragment was retrieved during the same procedure and a backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint and found the primary failure to be related to the customer reported complaint. The instrument was found to have a blade broken at roughly 0.04¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to mishandling / misuse.

Event description:
Refer to h10/h11 for follow-up information.